Event description:
It was reported that during a vats bulectomy procedure, it was reported that during the fifth firing (with a blue reload), the knife did not automatically return. As indicated, the surgeon pulled on the manual knife return but the knife was jammed. As a result, the jaws of the device could not open. Another device was fitted with a blue reload was positioned next to the first stapler jaw and fired. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/01/2009. Jammed clip. Evaluation summary: the analysis found that one ec60 device was returned. The device in good visual condition and with a cartridge reload present. The cartridge was received fully fired. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely. The device was tested for functionality with a test cartridge reload and the device achieved complete 3-strokes, and fired without any difficulties noted. The device opened and closed without difficulties. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed, and no anomalies were found during the manufacturing process.